Event description:
It was reported that patient presented a broken bend relief of their white power cable of the system controller. No technical issues occurred. The patient was very active, and it seemed to be abrasion of the material. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a broken white power cable bend relief was confirmed via evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected and the white power cable bend relief was observed to be damaged. The controller was functionally tested and found to perform as intended. The observed damage did not impact the ability of the white power cable to securely connect to external sources, and no atypical alarms were produced with manipulation of the cable. The provided information indicated there were no alarms associated with the reported event. A root cause for the reported event was not conclusively determined through this analysis. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 04apr2025. No further information was provided. The manufacturer is closing the file on this event.